Event description:
Pt placed on x-ray table in prep for a urodynamics evaluation. As the table was tilted to an upright sitting position, the right side of the seat popped out of its lock & dropped the pt a few inches. The pt grabbed the handrails & was not injured. An employee who grabbed the pt to hold her in place was slightly injured. Cysto seat hooks onto table. When changing table position from horizontal to vertical, the seat may disengage from the table. There is no mechanism to lock the seat in place.